Manufacturer narrative:
(B)(4).

Event description:
It was reported that high pacing lead impedance and capture threshold were observed. The lead was explanted. The patient condition was stable after the procedure.